Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2012-01565. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the mid left anterior descending (lad) artery. The target lesion was treated with deployment of two 3.0x20mm taxus express2 stents. (B)(6) 2011 - in-stent restenosis was discovered in the previously stent lad. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).